Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges pain and difficulty ambulating. Update rec¿d (B)(4) 2013¿ pfs and medical records received. Part/lot was provided. The dor was also provided. Original litigation mentioned issues from metal on metal; however, the sticker sheet indicates that the patient was actually implanted with poly. Revision operative notes indicate infection, a loose acetabular component, and synovitis. All products have now been reported. There is no new additional information that would affect the existing MDR decision. Records have been attached for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Patient's initials was updated.